Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the anterior choroidal artery using penumbra smart coils (smart coils). During the procedure, after advancing a smart coil in the aneurysm using a non-penumbra microcatheter, the physician determined that the smart coil was the incorrect size and decided to withdraw it; however, while attempting to withdraw the smart coil from the aneurysm, the smart coil became stuck inside the non-penumbra microcatheter. Therefore, the physician removed the microcatheter with the smart coil altogether. The procedure was completed using another smart coil and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.